Event description:
Later, an update was received from the study's reconciliation team, indicating that the sleep apnea was now determined to be not related to the device or implant procedure. The sleep apnea remains possibly related to vns stimulation. No other relevant information has been received to date.

Event description:
It was reported that the study patient was experiencing sleep apnea. This was determined to be possibly related to stimulation, device and surgery. This did not meet the serious adverse event criteria. The outcome is of the event is unknown. No other relevant information has been received to date.